Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) pocket had evidence of wound dehiscence. Surgical intervention was performed and pocket cultures confirmed an infection. The patient was administered antibiotics and the system remains implanted. The device manufacture date for this product is september 3, 2015.